Event description:
Procedure: roux-en-y. According to the reporter: the suture broke away from the metal ferrule under less tension than normal. Patient is ok. The difficulty did not result in tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Got another reload.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).